Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery alarms noted during testing. The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.